Event description:
It was reported that the right atrial (ra) lead exhibited occasional far field r-wave (ffrw) oversensing. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2012-(B)(6). (B)(4)